Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had sparks issue during user routine checks by customer. No patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.